Event description:
Procedure type: low anterior resection. According to the reporter: procedure performed laparoscopically and went fine. Two complete and intact doughnuts. Anastomosis then broke down post op. Air tests/leak tests had been performed during the operation. Pt re-operated on (B)(6) 2013 for hartmann's procedure. Anastomosis had broken down. Hartmann's procedure via laparotomy and had suturing. There was unanticipated tissue loss. The case was extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).